Manufacturer narrative:
Patient information is not available for reporting. Date of event: unknown. This report is for an unknown synthes titanium elastic nail/unknown lot. Part and lot number are unknown; UDI number is unknown. Implanted, explanted dates: unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (510k): unknown, as specific part and lot numbers for synthes titanium elastic nail is not provided. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: wall, ej et al (2008), complications of titanium and stainless steel elastic nail fixation of pediatric femoral fractures, journal of bone & joint surgery, vol. 90-a no. 6, pages 1305-1313 (united states of america). The main purpose of this present study is to compare the clinical complications associated with stainless steel elastic nails and titanium elastic nails when used for the treatment of pediatric femoral shaft fractures. Between 1997 and 2003, 104 patients with femoral shaft fractures who underwent elastic stable intramedullary nailing. These patients were divided into two groups: titanium group consisted of 56 patients (40 male and 16 female) with the average age of 9.4 years (range, 4-15 years) were treated with unknown synthes titanium elastic nail while another group of 48 patients were treated with the competitor¿s device. Malunion was defined as an angulation of >10_ in the coronal plane or >15_ in the sagittal plane. Minor complications were defined as nail irritation or infection that was treated nonoperatively. The average duration of follow-up was 11.7 months (range, 3-65 months). The following complications were reported as follows: one patient had nail breakage. Three patients had infection. Three patients had implant revision due to nail irritation. Four patients had minor complication (skin irritation at the nail tip). A (B)(6)-year-old patient weighing (B)(6)kg had malunion. A (B)(6)-year-old patient weighing (B)(6)kg had malunion. A (B)(6)-year-old patient weighing (B)(6)kg had malunion. A (B)(6)-year-old patient weighing (B)(6)kg had malunion. A (B)(6)-year-old patient weighing (B)(6)kg had malunion. A (B)(6)-year-old patient weighing (B)(6)kg had malunion. A (B)(6)-year-old patient weighing (B)(6)kg had malunion. A (B)(6)-year-old patient weighing (B)(6)kg had malunion. A (B)(6)-year-old patient weighing (B)(6)kg had malunion. A (B)(6)-year-old patient weighing (B)(6)kg had malunion. A (B)(6)-year-old patient weighing (B)(6)kg had malunion. A (B)(6)-year-old patient weighing (B)(6)kg had malunion. A (B)(6)-year-old patient weighing (B)(6)kg had malunion. Among the 13 patients, 1 unknown patient was treated with osteotomy. This report is for a (B)(6) year old patient who had malunion. This report is for an unknown synthes titanium elastic nail. The complaint involves (B)(4) devices. (B)(4) - this product complaint includes (B)(4) devices. (B)(4) - this product complaint includes 5 devices. This is report 4 of 10 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.